Manufacturer narrative:
(B)(4). Results: (operational problem) - visual inspection of the returned product found one haptic torn. There was evidence of dark color residue on the lens haptic. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to an excessive vault, elevated iop, narrowing of the angle, and shallowing of the acd. The lens was exchanged for a 12.6mm icl and the problem was resolved. The reporter indicated that the cause of the event was unknown. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4).